Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products; associated MDR # 1225714-2013-01249.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2011, after the use of the product.

Manufacturer narrative:
Additional info was received and now indicates the pt experienced an adverse cardiovascular event on two occasions approximately one year apart, which is inconsistent to the initial reported info. Additional info requests for pt- and product-specific info and complete details of the event have been made accordingly. Upon receipt of additional info it will be submitted accordingly. This is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2013-01248 and 1225714-2013-01249.